Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 260.4130. No patient involvement.

Event description:
It was reported that the device had error code 260.4130. No patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error code 260.4130. Technical support - logic board. 1. Verified pressure harness had not been recently removed. 2. Informed most likely the logic board. 3. Recommended sending in for repair. 4. Customer will send in for repair. A serial number was not provided therefore a review of the device history record cannot be performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. H3 other text : no product returned.